Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to premature atrial contractions which were detected by the device as ventricular fibrillation (vf). The implantable cardioverter defibrillator (ICD) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.